Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Medical assessment: what is described is a complication involving lifting the ligamentum flavum off of the dura in a revision situation. This must be done before the dura is retracted to expose the disc. The surgeon stated that this was not due to a malfunction, but was simply due to his inexperience. The adhesions were preexisting, most likely due to previous surgery and in such cases dural tears occur 20% of the time no matter what technique is used. Extension of surgical time of this degree does not increase risk or denote an injury. Therefore, it would appear that the surgical complication of dural tear was due to preexisting scar and the surgeon's technique and was properly dealt with intra-operatively without issue. Dural tears are listed in most surgical studies as intra-operative complications, so as this is an operative complication, but is not a malfunction and not due to the instrumentation.

Event description:
It was reported that a patient underwent a tlif at l4/l5. After fixing one side with an instrument, the other side was tried to be treated via tlif using another instrument. At that time, adhesion between ligamenta flava and dura mater was noted and dura mater was reportedly damaged. The surgical time was extended 16-30 minutes due to the event. The surgeon commented that the "event was due to his immature technique. "

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.